Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. The patient alerted through merlin.net that the pacemaker was found in back-up vvi mode. Upon interrogation in the clinic, it was determined that the pacemaker was not able to be interrogated via inductive telemetry and had no magnet response. The pacemaker was explanted and replaced. The patient was in stable condition.